Event description:
Patient reported a left side "capsular contracture" baker grade iii and that they are worried. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, d4, d6b, g2, h6.

Event description:
Patient reported a left side "capsular contracture" baker grade unknown and that they are worried. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported a left side "capsular contracture" baker grade unknown and that they are worried. Device remains implanted.